Manufacturer narrative:
Additional information: d9, e1, e3, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the obturator was received and inserted into the cannula; prolonged insertion can cause the seals to become stretched. The obturator was removed and the duckbill seal and circular seal were stretched out. The cannula and stopcock were intact. The obturator tip was gouged. The device failed an air leak test. It was reported that during the laparoscopic colectomy, at the beginning of the surgery, the obturator/trocar broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colectomy, at the beginning of the surgery, the obturator/trocar broke. A trocar from a different batch was used to resolve the issue and complete the case. No additional operation was planned to correct the issue. The patient outcome was reported as alive with no injury.